Event description:
Note: this report pertains to one of two 0mm round cold snares used in the same patient and procedure. It was reported to boston scientific corporation that two 10mm round cold snare were used during a colonoscopy procedure performed for polypectomy on (B)(6) 2024. During the procedure, a cold snare was unable not be cut and subsequently broke. Additionally, the same problem occurred on the other device. The procedure was completed with another 10mm round cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut. Imdrf device code a0401 captures the reportable event of loop break. Block h11: a captivator cold single-use snare was received for analysis, and it was found that it was found during visual inspection that the working length and wire were kinked at proximal section (strain relief). Also, it was found that the handle cannula was bent, due to this condition the functional test could not be performed. The loop was observed inside the sheath, and it looks not broken, however, since the device could not be actuated it is not possible to confirm this failure. No other problems with the device were noted. The reported complaint of snare failure to cut was not confirmed. Investigation found that the working length and wire were kinked at proximal section. This failure likely has occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failure. Additionally, it was found that the handle cannula was bent. It is possible that due to operational factors such as the size of the polyp and the force applied to the device in order to remove the tissue, could have caused the analyzed failure. This because the force applied to the handle in order to actuate the device, could generate tension forces on the distal section of the device that are transmitted to the proximal section (handle), causing the bent of the handle cannula. Also, excessive manipulation of the device without enough care could have induced the defects found. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut imdrf device code a0401 captures the reportable event of loop break.

Event description:
Note: this report pertains to one of two 10mm round cold snares used in the same patient and procedure. It was reported to boston scientific corporation that two 10mm round cold snare were used during a colonoscopy procedure performed for polypectomy on (B)(6) 2024. During the procedure, a cold snare was unable cut and subsequently broke. A second snare was used, and the same problem occurred. The procedure was completed with a third 10mm round cold snare. There were no patient complications reported as a result of this event.